Event description:
It was reported that the alarm didnt go off. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
Philips received a complaint on the intellivue mp5 sn (B)(6) indicating the alarm didn't go off. An agitated and possibly diagnosed dementia patient was placed unattended in an observation bay of the emergency department connected to the mp5 monitor. The patient was found deceased and disconnected from the monitor when the staff returned to check on the patient. This event occurred on the (B)(6) 2022.

Manufacturer narrative:
A cardiac field service engineer (cfse) went onsite to evaluate the devices with the biomedical engineer (bmed) was the reporter for this case. The monitor was thoroughly tested at the cardiac services workshop and all functions including the alarm function of the device worked as expected. The bmed reported the monitor did alarm; however, due to the location it was not heard by the staff. Also, the bmed mentioned the monitor may not have been connected to the central at the time of the event and operating in solo mode. The bmed recalled that the patient was not admitted to the central station and there was a possibility that the monitor was not actually connected to the correct network point. The department has more monitors than available sectors on their picix and not all monitors are configured to connect to the piicix. The customer recently escalated this case with expectations the logs would indicate if the monitor had alarmed for some clinical condition. The cfse advised them at that time that the logs in the monitor do not retain this data. The mp5 monitor logs were requested from the hospital to be evaluated by a philips product support engineer (pse). The mp5 monitor logs were provided to the philips pse for evaluation. The mp5 logs provided by the customer did not produce any alarm history, an actual logfile through support tool would be needed. The pse explained that the status logs that were sent by the customer were extracted from the monitor on (B)(6) 2023 and not the timeframe of the alleged event. The pse further explained, an alarm history on a device will be maintained temporarily in the review alarm state and automatically deleted when new patient signs in into the monitor. The customer confirmed the monitor was connected to a network point; however, it appeared that the network point was not active on the cscn at the time. This was not verified by one of our engineers, rather it came up in a conversation about a different monitor being placed in that location after the mp5 was removed. It was found that the point was not active and therefore, the monitor was not displayed on the local picix. The users never checked the central to verify that the monitor was being seen, despite placing this patient in a side observation room. The cfse had subsequently spoken with the manager of the technical services department and asked what they require from cardiac services/philips. At the time the manager indicated that he wanted to discuss this further within the hospital and would come back to me if he required any further information. It was now clear that the monitor was not connected to the central station due to a defective network point. Therefore, there was no possibility for the central to provide an alarm. The cause of the reported problem was not confirmed as the alarm logs from the mp5 monitor were not available due to the passage of time. Without evidence to suggest that the monitor did not alarm as designed, the reported problem was not confirmed. Aa subsequent check of the unit found no defect.